Event description:
It was reported that this pacemaker exhibited loss of capture (loc) and high capture threshold on the ventricular channel. The right ventricular (rv) lead is a non-boston scientific product. It was noted that the patient experienced an asystole for one minute as a result of the loc. Temporary pacing was provided for the patient until the device was explanted and replaced. Additionally, there was pacing inhibition during the patient's hospitalization, but no pacing inhibition was observed in prior checkups. No additional adverse patient effects were reported. The device is expected to return for analysis.

Event description:
It was reported that this pacemaker exhibited loss of capture (loc) and high capture threshold on the ventricular channel. The right ventricular (rv) lead is a non-boston scientific product. It was noted that the patient experienced an asystole for one minute as a result of the loc. Temporary pacing was provided for the patient until the device was explanted and replaced. Additionally, there was pacing inhibition during the patient's hospitalization, but no pacing inhibition was observed in prior checkups. No additional adverse patient effects were reported. The device is expected to return for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.